Manufacturer narrative:
(B)(4). Concomitant products: explor implant locking screw cat# 11-210099 lot#ni; explor 9x30mm impl stem w/scr cat# 11-210064 lot#ni. Report source: (B)(6). No products were returned or pictures provided; visual and dimensional evaluations could not be performed. (B)(4). Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. Legal records were provided and reviewed by a health care professional. Review of the available records identified the following: primary surgery: initial right radial head replacement with lateral ligament reconstruction performed. 1 week follow up: no complications on the x-ray. 10 week follow up: no issues noted. 30 month followup : concerns with elbow, aspiration performed, negative for growth. X-rays indicate proximal migration of the radial head with displacement of the locking screw, concern for septic arthritis. Subsequently, the patient underwent stage 1 revision with placement of antibiotic beads due to infection. Post-revision x-rays demonstrated destructive changes with asymmetry in the humeroulnar joint with volar shift of the distal humerus, but the patient healed well with antibiotic treatment. -2 month post revision: x-ray showed destructive changes in the humeroulnar joint with volar shift of the distal humerus, healing well. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00368, 0001825034 - 2022 - 01230.

Event description:
It was reported that a patient underwent a revision procedure approximately 30 months post implantation due to infection and migration of the radial head and locking screw. Attempts to obtain additional information have been made; however, no more is available.